Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a clearlink system continu-flo set in which a leak occurred. According to the report, the nurse began an infusion of lactated ringers on the patient before surgery and a leak started just above the luer lock connection. After further inspection, a kink was noticed in the tubing that created a small hole in which the leak was coming from. The condition occurred during infusion on a patient. This is report 2 of 3 of the same reported problem from this facility. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.